Manufacturer narrative:
The investigation determined sample quality was poor, including clots in the sample and crust around the rim of the sample container. Some samples had visible clots. The alarm trace showed that there were multiple sample foam detection alarms and sample clot alarms which indicate a sample quality issue. There have been no further discrepant results reported. The investigation did not identify a product problem.

Manufacturer narrative:
The event occurred in (B)(6).

Event description:
The initial reporter complained of questionable results for multiple patients tested for multiple assays on a cobas 8000 e 801 module. The following tests were affected: elecsys ft4 ii assay, elecsys ft3 iii, elecsys tsh assay, elecsys insulin, elecsys c-peptide, elecsys free psa immunoassay, and elecsys afp assay. Refer to the attachment for patient data. The discrepant results are highlighted. The erroneous results were not reported outside of the laboratory. There was no allegation of an adverse event. The ft4 ii reagent lot was 36319500 with an expiration date of 31-dec-2019. The ft3 iii reagent lot was 34835900 with an expiration date of 31-oct-2019. The tsh reagent lot was 36541700 with an expiration date of 29-feb-2020. The insulin reagent lot was 31574700 with an expiration date of 30-nov-2019. The c-peptide reagent lot was 35951000 with an expiration date of 29-feb-2020. The free psa reagent lot was 37504400 with an expiration date of 31-mar-2020. The afp reagent lot was 35910200 with an expiration date of 31-jan-2019. The investigation is currently ongoing.